Manufacturer narrative:
The lens was not received for analysis. Prior to release to market the intraocular lens met all manufacturer specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.

Event description:
It is reported that the patient complained about the quality of vision. It was reported by the customer that the lens was explanted. No patient injury was reported.